Manufacturer narrative:
Please note that this event was initially reported under manufacturing report number 9616099-2016-00508 under the previous complaint handling system which is no longer in use and therefore no further reports could be submitted under the previous number.  In addition, this report now submitted represents and initial and final report. No further information is available and no further reports will be forthcoming. Resistance was felt during removal of the 100 cm. 4 fr. Cath tempo str 5sh diagnostic endovascular catheter. Upon removal, the tip of the catheter snapped off with parts stuck to the wire. A snare had to be used to remove the loose part that was stuck. There was no reported patient injury and no reported adverse effect. The procedure was completed successfully. It was completed using a standard wire and percutaneous transluminal angioplasty (pta) balloon to perform vessel angioplasty. Retrieval of the snapped off catheter tip was accomplished using a combination of a buddy wire and a snare to loop around the original wire up to the broken catheter tip, secure it and pull out the original wire and catheter in one piece. The intended procedure/target lesion was reported as the iliac, superficial femoral artery (sfa) and popliteal, tibial vessels. The lesion was reported as severely calcified with severe stenosis. The device was not used for a chronic total occlusion. The device was not resterilized, no anomalies were noted when it was removed from the package, and no anomalies noted during prep. The device was not inserted through a stopcock instead of a hemostatic valve. There was no resistance met while advancing the device, and no excessive torquing required. There was no resistance met while advancing the device over the guidewire. The device was not kink in the area of separation. The device was separated approximately 7 cm. From the distal end. The device was not returned for analysis. A device history record (DHR) review of lot 17090379 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) resistance/friction - in-patient¿ and ¿brite tip/distal tip separated - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (severe calcification and stenosis) and procedural factors may have contributed to the issue reported. According to the product instructions for use (IFU), ¿exercise care when removing guidewires from multiple-curve catheters.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, resistance was felt during removal of the 100 cm. 4 fr. Cath tempo str 5sh diagnostic endovascular catheter. Upon removal, the tip of the catheter snapped off with parts stuck to the wire. A snare had to be used to remove the loose part that was stuck. There was no reported patient injury and no reported adverse effect. The product will be returned for analysis. Additional information has been received. The procedure was completed successfully. It was completed using a standard wire and percutaneous transluminal angioplasty (pta) balloon to perform vessel angioplasty. Retrieval of the snapped off catheter tip was accomplished using a combination of a buddy wire and a snare to loop around the original wire up to the broken catheter tip, secure it and pull out the original wire and catheter in one piece. The intended procedure/target lesion was reported as the iliac, superficial femoral artery (sfa) and popliteal, tibial vessels. The lesion was reported as severely calcified with severe stenosis. The device was not used for a chronic total occlusion. The device was not resterilized, no anomalies were noted when it was removed from the package, and no anomalies noted during prep. The device was not inserted through a stopcock instead of a hemostatic valve. There was no resistance met while advancing the device, and no excessive torquing required. There was no resistance met while advancing the device over the guidewire. The device was not kink in the area of separation. The device was separated approximately 7 cm. From the distal end.